Event description:
Due to malfunction of reclining-forward seating function, the wheelchair user was left to drive in a fully reclined position and was ejected from wheelchair upon driving over a speed bump. The fall is reported to have caused femur fractures in both legs, requiring surgical insertion of rods to stablize the bones.